Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "exchange of textured devices due to patient's concern with product", "scar contracture", and later "baker grade IV." The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "exchange of textured devices due to patient's concern with product." Healthcare professional later reported "scar contracture." Later reported "dense breast." Later reported "baker grade IV." This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "exchange of textured devices due to patient's concern with product." Healthcare professional later reported "scar contracture." Later reported "dense breast." Later reported "baker grade IV." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.